Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A follow-up report will be sent if the device is received.

Event description:
It was reported that pieces of metal came off the device during use. It was not reported whether the pieces were removed from the patient. Additional information was requested multiple times, but no additional information was provided. A follow-up report will be sent if additional information is received.